Event description:
Routine total knee arthroplasty performed. Uneventful surgery. Used ethicon surgicel powder in muscle layer to get better hemostasis. Skin had necrosis on pod 3. Skin broke down and became infected which spread to deep prosthesis and required second surgery and prolonged hospitalization. Had same event happen on second case from that day.